Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. The patient had been scheduled for routine follow-up three months out. As new information would become available, this report will be further evaluated and updated.

Manufacturer narrative:
Subsequent information was received thirteen months later, that this device was explanted for normal battery depletion. The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.

Event description:
-----

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory march 2009 population product advisory initially communicated on 4/5/2007, reached a monitoring voltage measurement of 2.58 volts and a charge time measurement of greater than 18 seconds. The patient was not being compliant about follow-up. There was concern that the battery was depleting earlier than expected due to extended charge time. There were no reported adverse patient effects associated with this clinical observation.